Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was experiencing lower back pain and numbness in her legs. On (B)(6), 2010, patient underwent an l5-s1 disectomy. Post-op, patient's pain was not releived and on occasionsfelt worse. Patient underwent an l5-s1 fusion. The patient was implanted with rhbmp-2/acs. Post-op, patient was no longer able to work, her pain increased, and she was unable to move around freely. On (B)(6) 2012, patient underwent a c3-c7 fusion.

Event description:
It was reported that the patient underwent a spinal surgical procedure using rhbmp-2/acs. Reportedly, the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.